Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility reported that the complaint item was discarded during the revision surgery and therefore not available for review by the manufacturer. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A revision surgery was reported due to pain, swelling, and infection.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: date of birth, date of this report, describe event or problem, unique identifier (UDI) #, device availability, operator of device , (B)(4), contact office - name/address, date received by manufacturer, type of report & follow-up number, type of follow-up, additional narratives/ data. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2014-00010 through 0001032347-2014-00017.

Event description:
The surgeon's office advised the left side stock implant is still in place and functioning well. The right side was extracted and was out for about one year before it was replaced with a tmj concepts (competitor) custom joint. The patient advised she had a staphylococcus a infection at the time this implant was removed and replaced. She's had another revision due to infection propionibacterium staphylococcus epidermidis since then. The patient states she is doing well right now.